Event description:
The customer stated that the physician questioned the ipth result generated by the architect analyzer on one patient sample compared to the (B)(4) result. The customer had a clear serum sample that they split, 1 sample was run on the architect i2000 and generated a result of 92.1 pg/ml. The other sample (frozen) was sent to quest where they generated a result of 35.0. The (B)(4) methodology sounds similar to the architect methodology. (B)(4) calls their methodology (B)(4) vs abbott cmia. The customer stated that all calibrations and controls were in range and that the ipth is performing per package insert on the architect. There was no reported impact to patient management. No additional patient information was provided.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete.